Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), mass ("masses nothing out of the norm"), tooth disorder ("teeth failing "), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding between periods "), abdominal pain ("pressure in abdomen"), pollakiuria ("twice peeing"), migraine ("migraines "), balance disorder ("loss of balance") and dysgeusia ("taste of metal"). The patient was treated with surgery (hysto). Essure (ess205) was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mass, tooth disorder, dyspareunia, metrorrhagia, abdominal pain, pollakiuria, migraine, balance disorder and dysgeusia outcome was unknown. The reporter considered abdominal pain, balance disorder, dysgeusia, dyspareunia, genital haemorrhage, mass, metrorrhagia, migraine, pelvic pain, pollakiuria and tooth disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: follow-up via e2b imported by crt.e2b report received- essure model ess305 updated to ess205. New events painful intercourse, bleeding between periods, teeth failing, twice peeing, migraines, loss of balance, taste of metal, pressure in abdomen were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included smoker. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and mass ("masses nothing out of the norm"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mass outcome was unknown. The reporter considered genital haemorrhage, mass and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: mass. Patient age added. Smoking history added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- heavy bleeding. And previously reported event- medical device removal updated to event- pelvic pain female. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿medical device removal¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.